Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to the emergency room with chest pain and low flow alarms. It was found that the patient had an infarct to the right coronary artery (rca) and right ventricle (rv) involvement. There was thrombus appreciated in aortic root and rca via left heart catheterization and CT scan. The international normalised ratio (inr) was subtherapeutic. There was a complete atrioventricular block (av block) and patient refused a pacemaker. Patient was not a surgical candidate due to non-compliance and surgical risk. Patient refused transfer to the (B)(6). Patient was enrolled in hospice care. Additional information states that patient requested to discontinue hospice care and receive ongoing medical evaluation. Log files were sent, speed was changed from 5600 revolutions per minute (rpm) down to 5500 rpm and low speed was increased from 4000 rpm to 5100 rpm. Hematocrit changed from 24 to 30. Controller history showed at one point speed dropped down to 4000 rpm and pi increased to 9 (suction event). Noted that his blood pressure is on the high 90 ¿ 96 per doppler. There was no low flow noted after the setting changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The controller event log file contained data from 0:48:19 on (B)(6) 2020 through 9:42:44 on (B)(6) 2020, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm. These faults resulted in 17 low flow hazard alarms which lasted between 1 and 7 seconds, each. The observed low flow events had corresponding flows ranging from 1.9-2.4 lpm and appeared to be associated with elevated pi values ranging from 10.0-11.5. Despite the observed alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account reported that the patient presented to the emergency room (ER) on (B)(6) 2020 with chest pain and low flow alarms. The patient was found to have an infarct to the right coronary artery (rca) and right ventricular involvement. Thrombus was appreciated in the aortic root and rca via left heart catheterization and a computed tomography (CT) scan. The patient¿s international normalized ratio (inr) was subtherapeutic. A complete atrioventricular (av) block was also noted; however, the patient refused a pacemaker. The patient was not a surgical candidate due to non-compliance and surgical risk. The patient refused a transfer to the university of michigan and was subsequently enrolled in hospice care. Additional information received from the account stated that the patient later requested to discontinue hospice care and receive ongoing medical evaluation. The patient was then admitted to the university of michigan. The pump¿s fixed speed was changed from 5600 rpm down to 5500 rpm and the low speed limit was increased from 4000 rpm to 5100 rpm. It was noted that the patient¿s blood pressure (b/p) was on the high side, but no further low flow alarms were noted following the changes to the speed settings. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18feb2020. The hm3 lvas instructions for use (IFU) list hypertension and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The hm3 IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.